Event description:
Customer reported the iupc cable is receiving extreme values and when not receiving these values then nothing. The iup values do not seem to be correct. The device was in use. There was no patient harm or injury reported.